Event description:
Customer reported the gas module iii displayed a failed error message, which may have resulted in a loss of gas monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray svc reps replaced the gas module bench. Tested, calibrated and safety checked unit to factory specifications.